Event description:
Pt involved in a traffic accident in (B)(6) 2011 and suffered a humerus, distal femur and left tibia fracture. Surgeon performed a distal femoral osteosynthesis with condylar plate support. Pt presented with intraarticular commitment at diaphysis and metaphysis height. The plate broke postoperatively and a non-union was noted. Surgeon scheduled pt for filling the non-union and implant fracture with a lateral incision dissection to locate the plate which was covered by the removed bone; along with screw removal. There were a total of 10 screws, 5 proximal and 5 distal. Hardware was removed (B)(4) 2012.

Manufacturer narrative:
Approx implant date reported as (B)(4) 2011. Subject device has been received and is currently in the eval process. Investigation is ongoing; no conclusion could be drawn.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR review found nothing that would cause or contribute to the reported incident. All released parts from subject product lot met applicable visual and dimensional requirements throughout manufacturing. The device was measured and met specifications. The failure of the investigated condylar plate was due to dynamic bending which led to the material fatigue. Based on the topography of the fracture surfaces we can conclude that the investigated implants had to absorb and neutralize forces that may have been greater than the tolerable load. Postoperative activities of the patient in combination with instability of the fracture fixation may have played a certain role too. A failure resulting from either a material defect or the manufacturing process can be excluded.